Event description:
In 2002, it was reported that the pt's sound percept was fluctuating. The following month, programming adjustments were made. The pt's performance was to be monitored by the center and the approval for aditional testing obtained. Three months later, as a result of an evaluation by a co representative, it was decided that the device is to be explanted. Pt is to be scheduled for reimplantation with another clarion device.

Event description:
In february, it was reported that the pt's sound processor was fluctuating. In 3/2002, programming adjustments were made. The pt's performance was to be monitored by the center and the approval for additional testing obtained. In 6/2002, as a result of an eval by a co rep, it was decided that the device is to be explanted.